Manufacturer narrative:
(B)(4). Concomitant medical products: 00620207220, shell porous with multi holes 72 mm, 60592636; 437644067, durasulâ, standard insert size 44mm i.d. X 67mm o.d. Former centerpulse, 60778565; 00500104400, shell 44 mm o.d., 60646296; unknown, unknown smith and nephew ball 28mm/ 16 mm neck, unknown; unknown, opti flex stem, unknown; 00625006515, bone scr 6.5x15 self-tap, 60713479; 00625006515, bone scr 6.5x15 self-tap, 60773963; 00625006520, bone scr 6.5x20 self-tap, 60959537; 00625006535, bone scr 6.5x35 self-tap, 60965163; 00625006540, bone scr 6.5x40 self-tap, 60838382; 00625006550, bone scr 6.5x50 self-tap, 60990156; 00625006560, bone scr 6.5x60 self-tap, 60732348. The complaint was confirmed based on the surgical history notes that was provided. Review of the device history record identified no deviations or anomalies would contribute to reported event. Multipolar® bipolar cup liner is not compatible with unknown competitor¿s head. Multipolar® bipolar cup shell is not compatible with durasul liner. However it cannot be confirmed if the incompatible combination had any correlation to the reported event, therefore a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00360, 0001822565-2018-01511, 0001822565-2018-01510.

Event description:
It was reported that a patient underwent an evacuation of a subcutaneous hematoma with drain insertion and wound culturing. Attempts have been made and additional information on the reported event is unavailable.